Event description:
It was reported that the pump touch screen was cracked, but still functional. Customer experienced ongoing elevated blood glucose (bg) levels of over 600 mg/dl. Reportedly, a correction bolus was delivered via the pump to address bg level. The customer reverted to manual injections for insulin therapy.